Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date: 16-july-2024. H3: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found the downstream occlusion (dso) seal and air detector were loose. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over the manufacturing specifications. Test station 3 was used and the results were 7.06%, 6.89%, and 6.47%. The expulsor assembly was replaced to correct the problem of over delivery.